Event description:
The customer reported the system experienced communication errors. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the power supply, generator interface board, and the fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.